Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause was unknown; however, the following was supposed to be the cause. The light source control did not work properly because the deterioration of the light source-related mechanical members and components on the board due to some cause. A communication error occurred between the device and the video system center due to the damage of the cable or connector the device by some cause. The instruction manual of the device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During preparation for bronchoscopy with the device, an abnormally colored endoscopic image appeared on the monitor. The user replaced the device to another device to complete the procedure. There was no report of patient injury associated with the event.